Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During attempted placement of an optease retrieval filter for treatment of deep vein thrombosis, the optease filter penetrated through the sheath before deployment. It was reported that the sheath may have been kinked prior to the penetration. The vena cava had a "regular" shape. There was no patient injury and the sheath and filter were removed without difficulty. Another optease filter was placed and the patient was "doing fine."

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During attempted placement of an optease retrieval filter for treatment of deep vein thrombosis, the optease filter penetrated through the sheath before deployment. It was reported that the sheath may have been kinked prior to the penetration. The vena cava had a "regular" shape. There was no patient injury and the sheath and filter were removed without difficulty. Another optease filter was placed and the patient was "doing fine". A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1108286 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, device interaction and procedural factors may have contributed to the reported event.